Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's alarm was not audible. No patient harm was reported.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.